Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient was dissatisfied. The lens was explanted in a secondary procedure. Additional information had been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).